Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak occurred in the internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 180cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment.